Event description:
It was reported by service report that the bed exit activated when the nurse call button was pressed. Therefore, no nurse call function was available. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - malfunctioning cpu board.